Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap gastric sleeve. Event description: a resident was placing the trocar (correctly, by all accounts) under dr. [Name]'s direct supervision when the obturator snapped off at the tip of the shaft. The obturator had not reached the peritoneum, so the broken piece was easily removed from the incision. Additional information was received via email on 11jan2023 from applied medical representative: the break occurred at the obturator shaft. The obturator was inside the cannula at the time of the incident. There were no cannulas inserted using the obturator prior to the incident. The break was not clean, it was jagged. The snapped piece was retrieved from the patient. The trocar was inserted "correctly". There was no difficulty during insertion. The case was not robotic. Product available for return. Intervention: used another trocar. Patient status: unharmed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken obturator tip. The obturator tip was fractured. Based on the description of the event and the condition of the returned unit, it is likely that the obturator tip fractured due to excess force exerted on the tip during insertion. It is also possible that the obturator material, which was more susceptible to fracture, was a contributing factor. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap gastric sleeve. Event description: a resident was placing the trocar (correctly, by all accounts) under dr. [Name]'s direct supervision when the obturator snapped off at the tip of the shaft. The obturator had not reached the peritoneum, so the broken piece was easily removed from the incision. Additional information was received via email on 11jan2023 from applied medical representative: the break occurred at the obturator shaft. The obturator was inside the cannula at the time of the incident. There were no cannulas inserted using the obturator prior to the incident. The break was not clean, it was jagged. The snapped piece was retrieved from the patient. The trocar was inserted "correctly". There was no difficulty during insertion. The case was not robotic. Product available for return. Intervention: used another trocar. Patient status: unharmed.